Event description:
Spontaneous report. Indication: common variable immunodeficiency, unspecified. Pt stated she has been using a zip tie to connect her bd syringe to the freedom pump as she states the syringe keeps popping out of the pump- counseled pt to ensure that she needs to make sure the freedom tubing is pushed into the 50-60ml syringe all of the way before placing the 50-60ml syringe into the pump and f-tubing has a disc on it that is supposed to prevent it from popping out. Patient stated she did teach and train with another pharmacy and she stated her home health nurse had the same issue. No adverse event or missed dose reported, pump will be returned to manufacturer. Reported to cvs/caremark by pt/caregiver.